Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, after an infusion set change and an incorrectly announced larger-than-usual meal, the patient¿s blood glucose decreased from 109 mg/dl to 53 mg/dl, with a confirmatory fingerstick of 35 mg/dl. The caregiver expressed concern about pump insulin delivery, and the agent explained that the pump suspends insulin during hypoglycemia and verified that the infusion set and tubing connections were secure and functioning. Reported symptoms included dizziness, disorientation, and headache consistent with hypoglycemia. Outcomes included administration of oral glucose tablets and a subsequent upward trend of blood glucose into the normal range, with continued home monitoring. The investigation included guided troubleshooting of the infusion set and tubing, confirmation of secure connections, and education on correct meal announcement. Review of the case revealed no device malfunction and appropriate automated insulin suspension during hypoglycemia. The event was plausibly related to the incorrect meal announcement rather than device performance. Based on previously established findings for similar reports, user-interaction factors related to meal announcement were determined to be the likely cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.